Manufacturer narrative:
Additional information was added to h3 and h6. H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and the reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample no additional testing could be performed. Therefore, the reported condition was not verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the tubing of a solution administration set. There was no patient involvement. No additional information is available.